Event description:
It was reported the doctor admitted to touching the blade to metal and then the blade broke off in the patient. The customer opened new one while xraying the patient then 2nd blade broke when tapped outside of patient (the blade did not fall into the patient on 2nd breakage). The doctor thinks he hit metal on the 2nd blade but is not sure.